Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer passed away. The cause of death was not provided. The customer's primary care physician (pcp) did not have any information on file regarding the cause of death. Multiple requests were made, via email and telephone call, to the county medical examiner to request cause of death. However, no response was received.

Manufacturer narrative:
Autopsy report received from medical examiner on (B)(6) 2017. Cause of death was ruled as: probable hypoglycemic encephalopathy due to insulin overdose. Manner of death: suicide. Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed in pump logs. On (B)(6) 2017, the user requested two 25 unit boluses within 17 minutes between 10:58am - 11:15am, leaving 50 units of insulin on board (iob). Basal rate was set at a constant 1.15 u/hr from (B)(6) 2017. Basal rate continued to be delivered, a low insulin alert was triggered at 2:09pm, a very low insulin alert was declared on (B)(6) 2017 at 3:12am. Subsequently an alarm 8 (out of insulin) was declared at 6:42am. None of the alerts or alarms were acknowledged or cleared by the user. There is no evidence of a device malfunction or failure. The autopsy report stated manner of death as suicide. It appears that the user used the pump to administer 50 units of insulin, which led to death. It is unknown how the medical examiner determined that the death was a suicide, we can only assume that a letter was left by the user.